Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited a loss of capture at maximum outputs. The lead will be revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri lead implanted: 2014-(B)(6). (B)(4).